Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the button error alarm on the insulin pump occurred right after the insulin pump was exposed to moisture. Customer's blood glucose reading at the time of the call was 5.6 mmol/l. No further info reported.

Manufacturer narrative:
Customer reported a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked case near display window corner noted during visual inspection. No button response due to corroded keypad traces. Moisture damage was noted on lcd board.